Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with around 120 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 176-241 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.